Event description:
It was reported the insertable cardiac monitor (icm) was undersensing resulting in false pause episodes. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, it was noted that extremely small r wave amplitude triggered 19 false pause episodes. The device was performing per design.